Event description:
It was reported that the customer was hospitalized due to high blood glucose readings. It was noted that the customer had blood glucose readings of 900 mg/dl in the past. Customer's blood glucose reading at the time of the call was in the range of 200 mg/dl and 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.